Manufacturer narrative:
A2- age at time of event: over 18 years old. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 12atm. The device was removed using the normal method without any problem. The procedure was completed with this original device. There were no complications reported, and the patient was in good condition after the procedure.